Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left hip was revised 1 day post-implant due to a femoral periprosthetic fracture suffered in a fall at the hospital. A secur-fit max stem and biolox head were revised to a restoration modular stem construct, another biolox head, and 3 cable and sleeve sets. Rep confirmed there are no allegations against the revised femoral head, provided primary and revision usage sheets, and confirmed that no further information will be released.